Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that the staple cartridge had a full complement of staples. The jaws of the reload were clamped. This indicated that the jaws did not open when the instrument return knobs were retracted. The reload jaws were manually opened. The reload was loaded into a post market vigilance instrument for functional testing. The reload was applied to test media. All staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the single use loading unit(sulu) engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic esophagectomy, while resecting of the azygos vein, the surgeon was able to press the green button but was not able to squeeze the handle. The device did not fire. Opened a new one to continue. There was no patient injury.